Event description:
Surgeon noticed arcing while using davinci instrument hook lot # n10170811 240 ver 12. Instrument was removed and replaced with a new hook. Surgeon was able to finish with no additional problems. He did not notice any injury to pt because of arcing.